Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow up, a high, out of range high voltage (hv) impedance value was observed on the right ventricular (rv) lead. An issue with the lead coil was suspected; however, x-ray imaging confirmed no visible damage. The rv lead remains implanted with hv therapy turned off. The patient will continue to be monitored and was stable.